Event description:
The customer reported the unit alarmed and went vent inop. The ventilator was not in use on a patient, therefore there was no patient harm or involvement reported. Review of the device diagnostic log history indicated the ventilator was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. The diagnostic log history also indicated there was then a subsequent 24/+-12v/power fail occurrence, followed by the reported vent inop occurrence. The service technician replaced the power supply and battery to address the findings. Extended self testing and performance verification testing was completed and tests passed to operating specifications. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.